Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up appointment to schedule a pulse generator change. Upon device interrogation, the ventricular lead exhibited low impedance. No intervention was performed. The patient was asymptomatic.